Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural mi post index procedure. At the time of index procedure, the patient presented with unstable angina pectoris, and angiography revealed 90% stenosis in the svg to the 1st diagonal. The lesion was treated with a 3x28mm cypher rx at 16atm by direct stenting with post-dilation. A second 3x28mm cypher rx was implanted to cover the lesion at 16atm with post-dilation of the stent. Consequently, a third 3x18mm cypher rx was placed to cover the lesion at 16atm with post-dilation. It was reported that the ck was 538 (180 unl), ckmb was 86 (5 unl), and troponin I was 5.32 (0.06 unl) at 6-12 hours post index procedure. At 16-24 hours post index procedure, the ck was 662. Approximately after 24 hours, the troponin I was 10.9. And finally at discharge, the ck was 622 and troponin I was 8.18. The ECG core lab reported no new major st-t abnormalities and no new q waves. The post-procedure course was uncomplicated and the patient was discharged the day after on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) adjudication minutes of a (B)(6) study, a patient experienced protocol defined non-q wave mi and periprocedural mi post index procedure. At the time of index procedure, the patient presented with unstable angina pectoris, and angiography revealed 90% stenosis in the svg to the 1st diagonal. The lesion was treated with a 3x28mm cypher rx at 16atm by direct stenting with post-dilation. A second 3x28mm cypher rx was implanted to cover the lesion at 16atm with post-dilation of the stent. Consequently, a third 3x18mm cypher rx was placed to cover the lesion at 16atm with post-dilation. It was reported that the ck was 538 (180 unl), ckmb was 86 (5 unl), and troponin I was 5.32 (0.06 unl) at 6-12 hours post index procedure. At 16-24 hours post index procedure, the ck was 662. Approximately after 24 hours, the troponin I was 10.9. And finally at discharge, the ck was 622 and troponin I was 8.18. The ECG core lab reported no new major st-t abnormalities and no new q waves. The post-procedure course was uncomplicated and the patient was discharged the day after on dual antiplatelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15047342 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00455, 3003742446-2012-00456, and 3003742446-2012-00457.

Manufacturer narrative:
Concomitant medications at the time of mi included angiomax and plavix. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00455, 3003742446-2012-00456, and 3003742446-2012-00457.